Event description:
It was reported to philips that the system showing an alert indicating the generator and the grid switch error. No harm to the patient or user was reported. Philips has started an investigation of this complaint.